Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot or batch number available? No. What were the indications for surgery? I don¿t know. Did the patient receive any preoperative chemotherapy or radiation? Idk. Were there any issues experienced with the device in the initial surgical procedure? No issue. What healthcare professional fired the device and what is his/her experience with the device? He is a senior surgeon, around 30 cases a year. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? He did. Were there any issues with device use/firing? No issue, everything went very smoothly what confirmation was received that the device completed the firing sequence? Green check. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full cycle. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? Yes, air test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, dry line, all good. How many days postoperative did the leak occur? 3 days. How was the leak identified? Idk. What was observed at the site of the leak upon reoperation? Idk. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Idk. How was the leak addressed? Idk. What is the current status of the patient? He is fine.

Event description:
It was reported that the surgeon had an anastomotic leak few days after a sigmoidectomy procedure with the cdh29p. Donuts were perfect during the surgery. Patient has to redo the surgery.